Manufacturer narrative:
H-6 conclusion code 67: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of two medwatch reports being submitted as two seperate events were reported. See 2210968-2006-00449 for the other medwatch. The same pt and same device is represented in each medwatch.

Event description:
Customer reported that a pt developed adhesions to the device at an unspecified time following implantation. The pt was returned to surgery for adhesiolysis on two occasions. No further information was provided.